Manufacturer narrative:
The reported event was reproduced during functional testing of the thermogard console (sn (B)(4)) performed on-site. Review of the event log revealed the occurrence of a mid:09 (air trap assembly) error message on (B)(6) 2017 and not on the customer reported event date of (B)(6) 2017, thus confirming the reported complaint. The thermogard console is a reusable device and was manufactured on feb 2012. It has exceeded its expected service life of five years. During evaluation, the suk airtrap was removed, disassembled, cleaned, and reinstalled; however, this did not resolve the mid09 error message. Following this, a new airtrap sensor block was installed and this resolved the issue. The console was functionally tested, operated as intended, and passed all final testing criteria without any further issue or error message observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a mid:09 (air trap assembly) error message during start-up phase. The user attempted to resolve the issue by removing the suk air trap and drying it; however, this did not resolve the issue. No known impact or patient consequence was reported.